Event description:
715 days after a coronary artery drug eluting stenting procedure the pt expired. Target lesion 1 was located in the mid left anterior descending (mid lad) with 100% stenosis and was 10mm long with a reference vessel diameter of 2.5mmm. Target lesion 1 was treated with predilatation and placement of a taxus express2 8.8% 2.5x12mm stent, with 0% residual stenosis. The pt was discharged the next day on aspirin and plavix therapy. 661 days after the initial procedure the pt presented to the emergency dept with progressive confusion after falling at home the previous day. Per source documents, the pt fell getting out of her recliner the day before and struck the back of her head; although she did not loose consciousness, family members noted increasing confusion and the development of "jerking" movements of her right upper extremity. It is unclear from the source documents if the pt was still receiving antiplatelet therapy. CT scan of the head at admission revealed a large acute left subdural hematoma with left-to-right shift. There was also evidence of a previous large right middle cerebral artery infarct and a small acute right subdural hematoma without mass effect. The next day the pt underwent a left frontoparietal craniotomy with evacuation of subdural hematoma; minimal neurologic recovery was achieved with continued profound obtundation. 12 days later a peg feeding tube was placed due to dysphagia and antral gastritis. The pt also developed a seizure disorder which was treated medically. 18 days later the pt experienced respiratory failure requiring intubation and assisted mechanical ventilation. IV antibiotic therapy was initiated for the probability of aspiration pneumonia (vomitus was obtained by nasotracheal suctioning). 715 days after the initial procedure, during the 2-year follow-up period of the study, the pt expired. Tube feedings continued to be complicated by episodes of aspiration. The pt ultimately suffered respiratory arrest and attempted resuscitation was unsuccessful. An autopsy was not perfformed; underlying cause of death per the physician was "subdural hematoma", and the relationship to the target vessel is unk.